Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached at the lapjoint section. The imaging window was not returned. Impedance testing showed a wave form with presence of transmission line but very weak transduce which suggests that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. Impedance transducer level testing showed an electrical good rh peak signal (73 ohms). However, the rm value appeared too high (37 ohms). Image testing could not be performed due to the condition in which the device returned. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 26apr2022. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There was no problem with the image during preparation, but the screen became dark when the device was used, and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed imaging window detachment.